Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, oozing, weepy rash on left shoulder blades from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to keep it clean and let the area air dry. Follow up indicated that the skin irritation improved.